Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the user found the connecting part of the adaptor was unstable upon opening the package. Therefore, a new unit was opened instead". No patient involvement reported.

Manufacturer narrative:
(B)(4).the sample was returned and sent to the manufacturer (medline) for evaluation. Medline reports:"one adaptor was submitted for evaluation. The lot number cannot be confirmed as no packaging was submitted with the sample. No water reservoir was received with the sample either so the lot number of the adaptor cannot be speculated. The sleeve of the adaptor was pushed too low on the throat of the adaptor exposing the whistle area of the adaptor. When properly made, the sleeve should be covering the whistle area of the adaptor. Performed manual whistle test per qap-2050 rev 01 in process inspection and testing of 040 humidifier adaptors. Flowmeter a00809 was set to 2l/min and the adaptor was placed in the nest. Pulled handle down, and the adaptor failed to whistle within the acceptable limits. Complaint is confirmed as being related to the manufacturing process. Since no lot number was submitted as part of this complaint investigation, and cannot be confirmed based on the sample provided, it is not possible to pinpoint the specific issue, which led to this occurrence. More information would necessary to associate a more detailed root cause and to thoroughly perform an nc investigation.

Event description:
It was reported that "the user found the connecting part of the adaptor was unstable upon opening the package. Therefore, a new unit was opened instead". No patient involvement reported.